Event description:
During the atrial fibrillation procedure using pulsed-field ablation (pfa), air was aspirated from the sheath during flushing. Following opening the package, the sheath was primed and inserted into the patient. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.